Manufacturer narrative:
(B)(4)

Event description:
It was reported that an output anomaly was observed during a defibrillation threshold test. The patient was asymptomatic, and the capacitor maintenance was performed successfully. The physician will retest the defibrillation threshold.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the device was replaced with the competitor product. The patient alleged that the nurse could not perform the defibrillation threshold test because there was a problem with the lead and the device.